Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device found a kink at the proximal end of the rotawire. Functional testing was performed using the returned rotawire. During testing, the returned rotawire was able to be removed with resistance, but was not able to be reinserted due to the kink in the rotawire. Product analysis confirmed the reported event, as the returned rotawire was able to be removed with resistance but was not able to be reinserted due to the kink in the rotawire.

Event description:
It was reported that the patient had an open-heart surgery to remove the burr. The target lesion as in the right coronary artery. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, the rota burr would not advance onto the rotawire, was getting stuck and would not come out the end. Hence, the burr got stuck in the coronary artery and the patient had to undergo an open-heart surgery to remove the stuck burr. The patient was admitted to hospital beyond standard of care but was eventually discharged.

Event description:
It was reported that the patient had an open-heart surgery to remove the burr. The target lesion as in the right coronary artery. A 1.25mm rotapro and a rotawire were selected for use. During the procedure, the rota burr would not advance onto the rotawire, was getting stuck and would not come out the end. Hence, the burr got stuck in the coronary artery and the patient had to undergo an open-heart surgery to remove the stuck burr. The patient was admitted to hospital beyond standard of care but was eventually discharged.